Manufacturer narrative:
Initial.

Event description:
It was reported that the user was not receiving dexcom g7 continuous glucose monitor (cgm) readings after a sensor change and had entered or paired the sensor code on the wrong device, prompting education to start the sensor from the pump and complete pairing and warm-up; the event involved an improper or incorrect procedure with no applicable device component implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions related to pairing and sensor start, with no specific part or sub-assembly applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.